Event description:
It was reported during a ptca/stent procedure. The stent was deployed at 15-16 atm in the mid right coronary artery. An attempt was made to remove the delivery system from the deployed stent when resistance was felt. The "sds" was reinflated to 12 atm; upon deflation, the "sds" was unable to be removed. Another co's exchanged catheter was used to free the delivery system. The procedure was completed without incident.